Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 814 was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility reported a colleague infusion pump with a failure code of 814. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known that it occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.